Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter. The sample exhibited a complete break 8.1cm from the molded joint. The distal catheter fragment was not returned for evaluation. The break site appeared irregular. Microscopic inspection of the break site revealed sharply a sharply defined fracture surface. The fracture profile exhibited a v-shaped region which exhibited a striated texture. The break features were consistent with damage initiated by contact between the catheter and the introducer needle tip. Such damage can occur if the catheter is retracted against the needle and if the needle is inserted further following catheter advancement or partial advancement. The product IFU states ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ - attachment: [mw5079781 rga# 1236991.pdf]

Event description:
It was reported that PICC nurse was placing a power glide midline and advanced guidewire without difficulty. Started to advance catheter and met resistance. Pulled catheter out and noticed tip was no longer intact. 1.5 cm. Remained in the patient, it was in the vein. Removed tip entirely in radiology. New device was placed. Additional info received stated: "placement of midline attempted. Nurse had difficulty advancing the catheter and it was removed. Upon removal it was noted that the tip was not removed with the main portion. Tip of catheter was in the patient and later removed from patient by interventional radiology. It is not known if this was a product problem or a technique problem or both." 10/25/18 per medwatch: on (B)(6) 2018, a midline catheter was ordered for this patient. The peripherally inserted central catheter (PICC) rn assessed veins via ultrasound. The left cephalic vein deemed to be appropriate size and compressible up to the armpit. Procedure explained including risks/benefits to patient. Site prepped using sterile technique per protocol and ins guidelines. Vein accessed and needle tip visualized inside of vein. Advanced guidewire without difficulties. When advancing catheter encountered resistance. Catheter and guidewire removed and it was observed that the tip of the catheter was not present. Rn immediately notified critical care md who came directly to bedside and visualized catheter tip by ultrasound. Vascular md consulted and patient taken to interventional radiology where catheter tip was successfully removed by cut down. Full disclosure to patient and family by critical care md.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect1861 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that PICC nurse was placing a power glide midline and advanced guidewire without difficulty. Started to advance catheter and met resistance. Pulled catheter out and noticed tip was no longer intact. 1.5 cm. Remained in the patient, it was in the vein. Removed tip entirely in radiology. New device was placed. Additional info received stated: "placement of midline attempted. Nurse had difficulty advancing the catheter and it was removed. Upon removal it was noted that the tip was not removed with the main portion. Tip of catheter was in the patient and later removed from patient by interventional radiology. It is not known if this was a product problem or a technique problem or both. "